Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the trocar was leaking air thru the obturator hole. The case was completed with the devices and there was no pt consequence.